Event description:
It was reported that during the procedure in the right coronary artery with moderate tortuosity and mild calcification, pre-dilatation was performed followed by deployment of a 2.5x12 rx promus stent. Post stent deployment, an intravascular ultrasound (ivus) catheter was advanced and became entangled with the proximal edge of the stent preventing visualization of the stent. The ivus catheter was ultimately withdrawn from the anatomy with resistance. Per physician opinion, the stent may not have fully expanded which caused the ivus to become entangled. Post dilatation was performed to fully expand the stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: decillion hs. Guide catheter: works (5fr) blk 3.5. Other: ivus catheter. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.